Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 620mm. The incident occurred in (B)(6). The affected device was returned to livanova (B)(4) for a detailed investigation. The investigator could reproduce the reported issue. The problem could be traced to fluid ingress. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp/ 620mm failed during set-up. There was no patient involvement.